Manufacturer narrative:
PMA / 510k is import-for-export. Event problem and evaluation codes: (B)(4).

Event description:
Pentax medical was made aware on 17-jun-2020 of an event through the cfda adverse event system that occurred on (B)(6) 2020 in an operating room during use in (B)(6). The reported complaint that after five minutes into a tracheotomy procedure, the user needed to do intubation treatment but when connecting the light source, they found the connection part was loose and the light source didn't light involving a pentax medical portable bronchoscope, model fb-15rbs with an unknown serial number. The light failure reportedly resulted in delays of the intubation treatment while the light source was replaced. Although there was no serious injury or death of a patient or user reported, the user does mention the risk of anoxia to the patient during the delay. The bronchoscope has not been returned to pentax medical for evaluation. The investigation is in-process.